Event description:
It was reported that the pump was showing a ¿no insulin delivery error, resulting in no insulin been delivered¿. Resulting in the customer being hospitalized. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received.